Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damaged post deployment occurred. The target lesion was located in the left main coronary artery. A promus premier drug-eluting stent was implanted to treat the lesion. However, during the insertion of a balloon catheter for dilatation, the proximal part of the deployed promus premier stent became compacted. No interventions were done. No patient complications were reported and the patient's status was stable and good.